Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms). The pt was asymptomatic during this event. The lesion being treated was a calcified. 90% stenotic lesion in the proximal-distal right coronary artery. It is noted that resistance was met with insertion and removal of the balloon catheter. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.